Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot.

Event description:
It was reported that during an unknown procedure, when using the instruments, failed shooting. What provoked after the second echelon, open the patient with urgency to perform the procedure. The procedure was converted to open and another like device was used to complete the procedure.